Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient with diabetes experiencing with hyperglycemia with a glucose level greater than 400 mg/dl, and upon inspection of the infusion site, leakage was identified. There was patient involvement with no harm.